Event description:
Unit read critical error, staff member had found problem, power cord was not plugged into recetacle. He plugged power cord back in. Staff member then powered up unit and started up normally. Self check passed and no error or critical messages post operational check by staff.